Manufacturer narrative:
(B)(4). Concomitant products: guide wire: command 300cm, spartacore 300cm. The device was returned for evaluation. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture could not be confirmed. The reported visibility issue could not be tested as the circumstances during the procedure would not be accurate with testing in the lab. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, moderately calcified distal femoral artery the 4.0 x 80 armada 14 balloon dilatation catheter (bdc) was inserted but met resistance even under negative pressure using a syringe but was used successfully once at 8 atmosphere (atm) for inflation and deflation. The device was removed without issue. A fox sv bdc was then used and on angiography the contrast in the balloon looked vague. The fox sv was deflated and removed. The fox sv was reinserted and during inflation at nominal pressure the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent additional information received noted that the statement 'balloon looked vague' was referring to the poor image appearance under fluoroscopy as compared to other balloon dilatation catheters (bdc) inflated with contrast. A different 4.0 x 80 mm unspecified device was used to complete the procedure and the patient was reported as doing fine. No additional information was provided.